Event description:
The customer contact reported, the ac power cord had a bent round prong. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent. There were no reports of any adverse patient events and no reported delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The ground prong of the power cord plug was bent. This was due to physical damage to the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).